Event description:
It was reported that the patient was experiencing loss of coverage due to lead migration. X-ray was taken and showed that the leads were near the ipg site. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred 3 months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4), batch: 21077331.